Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of all including subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, reconstruction, capsulectomy, revision, burning, pain, contracture, tightness, deformity, significant scarring; post-operative complications multi-stage reconstruction and revision, delayed wound healing at donor site, scarring, pain; emotional injuries including anxiety; and other physical and emotional manifestations that are severe and ongoing.

Event description:
Patient representative reported "plaintiff allege that one or more biocell devices caused personal injuries and damages including but not limited to the following: removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of all including subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, reconstruction, capsulectomy, revision, burning, pain, contracture, tightness, deformity, significant scarring; post-operative complications multi-stage reconstruction and revision, delayed wound healing at donor site, scarring, pain; emotional injuries including anxiety; and other physical and emotional manifestations that are severe and ongoing. Plaintiff also suffered loss of wages and wage-earning capacity. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Plaintiff has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.